Event description:
Boston scientific crm received information that noise was oversensed on the rate/sense portion of this lead resulting in inappropriate antitachycardia pacing. All lead measurements were reported to be stable and within normal limits.

Manufacturer narrative:
The physician elected to add a new rate/sense lead. During lead testing, the lead shorted out. The lead was capped and replaced within incident. As this lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.